Event description:
The pt had a tia and was hospitalized in 2004. The suspect device result was 2.0 inr. Two hours later a lab inr was 2.3. Pt started south beach diet a couple of weeks ago and increase vegetable intake. The pt has two artificial heart valves and since this incident, their doctor changed their therapy to a 3.0-4.0 inr range. Controls are in range.